Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6 and h3. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and the information provided, it was not possible to determine what the foreign material was within the nozzle. The reprocessing deviated from the instruction manual; thus, it was presumed that there was a possibility that the foreign object remained as a result. The customer responded that they didn't flush the air/water nozzle with water and air. There was no damage to the area where the foreign material was detected. However, the definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU sections: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle had foreign objects. There was no patient involvement.